Event description:
It was reported that the insulin pump is not functioning. It was stated that the device went out and has not been working since. No further information was reported as the call dropped.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.